Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. The up arrow and contrast buttons were hard to press and required increased force to engage. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the opening of the battery chamber extending down to the primary seal. The returned battery cap was able to fully secured to the pump. No power losses occurred during investigation. There was no evidence of moisture damage found in the battery compartment. Also unrelated to the complaint, evaluation revealed that the display screen text was dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.